Manufacturer narrative:
Additional, changed, and/or corrected data: d4, g4, h4 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "oval mass measuring 30mm on the breast". Later healthcare professional reported "partially ruptured implant" and "creases". This record is for the right side device. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: not observed through leak test inspection. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "oval mass measuring 30mm on the breast". Later healthcare professional reported "partially ruptured implant" and "creases". This record is for the right side device. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "creases".

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "oval mass measuring 30mm on the breast". Later healthcare professional reported "partially ruptured implant" and "creases". This record is for the right side device. The device was explanted and replaced.